Event description:
Patient presented to the physician with granuloma and clear fluid drainage at neck incision site. Physician addressed the neck incision site in clinic and prescribed antibiotics. Patient presented back to the physician with purulent discharge from an open wound at the chest incision site. Patient will continue the previously prescribed course of antibiotics and will re-evaluate the next steps.